Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect front panel assembly component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect front panel assembly for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent unresponsive touch screen display on this ventilator device. The customer determined the likely cause of the fault was the front panel assembly and a replacement was ordered. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect front panel (fp) display part number 16687-2a and serial number (B)(4) rev. D . The fa group performed a visual inspection, which found a partially assembled fp, fluid ingress between the touch screen and the lcd component. The fp display was installed onto a known good test device and powered the device into the user mode, which found the fp display unresponsive to touch commands. At this time, the reported event was duplicated, which was traced to a design specification fp. This issue has been addressed on an engineering correction order (B)(4).